Event description:
It was reported that device interrogation revealed poor bipolar ventricular sensing and intermittent capture at 6.0 v in both configurations. The patient was not pacemaker dependent.